Event description:
Pt intubated with a subglottic suctioning endotracheal tube for approx 8 days. At the time of extubation severe upper airway obstruction and stridor developed, necessitating emergency reintubation. Upon review with the intensivist and nurse anesthetist present at the time of reintubation, this has been a newly recognized complication associated with the recent procurement of this device, replacing the previously employed non-subglottic suctioning endotracheal tubes. In a number of instances, similar emergent reintubation was required, and in select cases tracheostomy. The inference is that mucosal trauma attendant to the use of the suction results in airway edema and obstruction at the time the tube is removed. Dates of use: 2008. Diagnosis or reason for use: impaired mental status, respiratory airway control.